Event description:
A physician reported that during intraocular lens (iol) implantation procedure, a large scratch was confirmed on the optical part, after inserting the lens. The surgery was completed by retaining the lens in the patient's eye. Additional information was requested and received stating there was no patient impact/injury.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. Only video was provided. Video review: the returned video shows iol implantation. The preparation of delivery system is not visible on the provided video. The nozzle is inserted into incision. When the iol is advancing, the plunger appears to underride the lens. The nozzle is removed from the incision when the lens is partially inserted into the eye. The lens is observed stuck in the incision and the iol implantation is completed with additional instrumentation. When the iol is fully implanted, the optic area is observed to be scratched/fractured, a large stutter scratch/fracture is observed at the optic edge area. Additional information: the complainant states the use of non company as viscoelastic, which is not qualified to be used with the associated iol model. Root cause: based on our observation of the video provided by the customer, the plunger appears to underride the lens during implantation. The lens is observed to be damaged (scratched/fractured) when implanted into the eye. Based on the information provided by the customer, the most likely root cause is failure to follow IFU, as the surgeon states the use of non-qualified viscoelastic. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).